Manufacturer narrative:
We have checked the work cycle of the explanted humeral head, adaptor taper and humeral body, without finding any dimensional anomaly on them. These devices were compliant to all specifications before being placed on the market. We asked for further information to our (B)(4) subsidiary. We received confirmation that the implants were well fixed at the time of revision, and no loosening of the components occurred. The explants and x-rays are not available. The above information indicate that no malfunction of the components occurred. We believe that the shoulder instability could be due to pt condition, and maybe due to a non optimal condition of the rotator cuff, as we know that the surgeon revised to a smr reverse, which is indicated in such clinical case. This is the eleventh case reported of shoulder instability/dislocation with a smr anatomic hemi prosthesis; by the events information and our analysis, only one of these cases can be mainly attributed to the product, while for the others a pt trauma or pathology (i.e. Rotator cuff failure) significantly contributed to the incident. (B)(4).

Event description:
The pt had a smr hemi in (B)(6) 2013. In the following months, the shoulder joint was unstable, so the surgeon decided to revise to a smr reverse on (B)(6) 2013. The event occurred in (B)(6).